Manufacturer narrative:
Field service went on-site to evaluate the device and found that there was much water in the top portion of the humidifier and in the water trap and that, the bellows also had much moisture. Ventilation was run and the top was moved many times but the ventilator continued to work without any issues. No loose connections were found after opening the ventilation covers. The ventilator was opened and dust was blown out with compressed air. New gas filters and a 9 volt battery were installed. The ddi board was adjusted. Pressure, span and pneumatic checks were performed. 2k pm adjustments were made and was completed.

Event description:
The customer reported that while ventilating a patient, the 3100a unit shut down and ventilation stopped when the top was rotated at some point and it lost the map. There was no negative impact to the patient.